Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Sku# 328447, item description: syringe 0.5ml 31g tw 6mm bls 400 sg, lot# unknown, quantity- 1ea, country- USA. Incident description- a nurse caring for patient in xx attempted to engage the safety mechanism by sliding the cap over the needle after use. Unfortunately, the safety feature failed, and the entire cap detached instead of securing the needle. (B)(6) (B)(6) 2026: as per attached: we received a report from one of the departments about product# 328447's failed safety feature. Issue: a nurse caring for patient in xx attempted to engage the safety mechanism by sliding the cap over the needle after use. Unfortunately, the safety feature failed, and the entire cap detached instead of securing the needle. Result: there was no injury to any patients during or after the incident. The product was discarded immediately. All of the items in the bin were quarantined and set aside. There are three different lots in the bin, and the nurse couldn't tell which one failed. Please let us know if bd has received any similar incidents involving this specific item. The following is a list of lots that we removed from the department's inventory bin. We look forward to your response and let us how you want to proceed. Thank you item# 328447, lot#: 1166816f, 1257316d, 1257316e.